Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 405 mg/dl at the time of incident. The customer was treated with some bolus. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer was not alleging possible insulin pump under delivery. The customer reported that the cannula was bent causing highs. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.